Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and hyperglycemia with insulin flow block alarm and also found crack on the pump. The customer reported blood glucose values varies from 67 mg/dl to 500 mg/dl. The customer reported hyperglycemia treated with insulin pump and hypoglycemia treated with carbohydrate intake. The event involved product(s) mmt-7020a, mmt-1880, mmt-397a and mmt-332a. Troubleshooting was performed for cosmetic damage and crack on the battery compartment side of the pump as well as damage to the pump clip rails on the back of the pump and customer reported that the cosmetic damage affected pump's functionality. Troubleshooting was not performed for insulin flow blocked alarm. Troubleshooting was performed for hyperglycemia and hypoglycemia and customer believed the the pump damage led to the event. The customer was using the insulin pump within 48 hours of the reported event and also the auto mode feature at the time of the event. No further patient complications were reported. Mmt-1880 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.. No product return is required for mmt-7020a. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the pump history on the event date of 31-mar-2025 found daily total of bolus insulin delivered to be 24.6 units and basal insulin delivered to be 29.9 units. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 board. The p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a scratched case, pillowing keypad overlay, stained keypad overlay, cracked case, cracked battery tube threads, and cracked case on the battery tube side. Allegation for pump possibly under delivering not confirmed during full functional testing. Unable to verify customer alleged for high/low bgs. Cosmetic damage was confirmed at the battery compartment (cracked). Moisture exposure confirmed on the pcba 1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.